Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to blood glucose. Troubleshooting with tandem technical support indicated that battery was operating as expected. However, customer maintained there was an issue. Multiple follow up attempts were made to complete troubleshooting; however, a response was not received.